Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready-screen (pooled), lot n174, the lot used by the customer at the time of the event. Manual testing was performed with the customer's returned patient sample (3+ hemolysis) using retention capture-r ready-screen (pooled), lot n174, capture-r ready-screen (I and ii), lot x260 (for comparision purposes), and capture-r indicator red cells, lot 221264. The sample was nonreactive in all testring. The customer's patient sample was tested with retention panoscreen I, ii, and iii, lot 34914, using immuadd as the potentiator, by hemagglutination tube testing. The sample was nonreactive with all cells in all testing, including microscopic iat.

Event description:
Customer called to report that a donor sample was tested on the galileo for the pool cell assay and produced a negative result. The sample was then tested using the gel methodology and a 2+ result was obtained.